Event description:
It was reported that the right ventricular (rv) lead had a lead warning for high impedance. It was noted that there was a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on a defibrillation conductor and it was not obstructed. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and also indicated oversensing associated with the right ventricular lead. Patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. Weekly pacing lead trend data show various spike increases for max ventricular pace bipolar impedance equals 551 to 1615 ohms peak between (B)(6) 2013 and (B)(6) 2013. Patient alerts for lead failure predictor on between (B)(6) 2013 and (B)(6) 2013. Lead failure predictor high rate-non-sustained is less than or equal to 192 ms average v-cycle between (B)(6) 2013 and (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.